Event description:
After sterilization and after touching wraps of sterilized load, a healthcare worker experienced chemical burn on fingers of both hands except little finger on right hand and the top joint of the left hand ring finger. No pain but the contact site became white in color. The worker recovered from the chemical burn within one day. Worker did not seek medical treatment. It was reported that the vaporizer plate was in place.